Event description:
The customer reported to olympus the lens on their hd camera head is broken. There were no reports of death, harm or injures related to this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.